Event description:
It was reported that a side-firing fiber being used for a prostate procedure, the aim beam was observed to be forward-firing. It was reported that the procedure was completed with a second fiber. No patient or end user injury was reported.

Manufacturer narrative:
(B)(4)